Manufacturer narrative:
IFU contraindication: the essure system should not be used in any pt with known hypersensitivity to nickel confirmed by skin test. IFU warning: pts with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, pt called to report a nickel allergy and that she did not know there was nickel in the inserts prior to having them inserted. Pt states that she is allergic to nickel but the physician did not inform her. Pt no longer has insurance and cannot have them removed. On (B)(6) 2011, follow up calls to pt to obtain additional info were not returned. Follow up with physician confirms that pt did have essure devices placed in (B)(6) 2009, but dr has not heard from pt since. According to records, during the pt's visit, she reported only an allergy to penicillin on her medical forms. The essure disclosure form that the pt signed contained info that essure is not recommended for women with nickel allergies.